Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. The reported events of insulation anomaly and noise were confirmed. Visual inspection found an external insulation abrasion breaching the outer insulation distal to the suture sleeve tie marks. The reported events were due to an external abrasion which is consistent with friction to another implanted device or feature of the patient anatomy. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, noise was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event.